Event description:
(B)(4). The dentist reported that 6 months after the dental implant was installed in intraoral region #19, it was verified its non osseointegration. The dental implant was installed in bone type ii and 50 ncm of primary stability was achieved. Immediate load was not performed.

Manufacturer narrative:
(B)(4).